Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection in common carotid artery (cca) occurred during advancement of 0.014" interventional wire. The physician elected to repair the dissection by placing prolene sutures and placed an additional stent to resolve the dissection. The patient's clinical condition after the completion of the procedure was reported as stable.